Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead had dislodged which resulted in loss of capture. It was also noted that the right atrial lead had an insulation break. Both the leads were explanted and replaced. The patient was in stable condition.